Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One tapered screw-vent implant (tsvtb10), cover screw and mount were returned for investigation. The reported event occurred at tissue level. Therefore, the investigation was focused only on the implant. Visual evaluation of the as returned implant identified that it was in good condition. Functional testing could not be performed for the reported failure (nerve injury). Measurements were taken using a caliper. Through dimensional analysis and comparison to drawings, the device was determined to be within design specifications. Pre-existing condition noted on the per is low/ poor bone density type IV. The reported device was placed on tooth #19 for approximately 6 days. X-ray and picture images were not provided. DHR review for the lot (1229200) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot (1229200) and no similar event or complaint was found. June post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information and dimensional analysis, device malfunction did not occur. However, the reported event could not be verified as the exact details of event and patient anatomical conditions were unknown/non-verifiable. Based on the investigation, risk review and IFU, the most likely cause determined from the investigation is improper techniques used in poor quality bone as it was noted patient had very low/poor bone density (type IV). The following sections have been updated: b4: date of this report d4: unique identifier (UDI) number d4: expiration date g4: date received by manufacturer g7: checked "follow-up" h2: checked follow-up type h3: device evaluated by manufacturer h6: entered evaluation codes h10: added manufacturer narrative the following section has been corrected: h4: manufacturer date corrected

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient ID not provided/unknown. Patient weight not provided/unknown.

Event description:
It was reported by the customer that the patient was complaining of numbness on their lower lip. A never injury was indicated. The implant was removed from site 19.